Event description:
It was reported that; surgeon texted me x-ray on (B)(6) 2017 of patient implant site at 6 week post-op visit showing an expulsed cage at l3/l4. Patient is currently asymptomatic. He notified me that he had scheduled her for revision/removal on (B)(6) 2017. Date of original surgery was (B)(6) 2017. Update 5/17/2017: patient received revision surgery on (B)(6) 2017.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; result: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. No defects were found on the returned implant conclusion: the plausible root cause of the reported event is likely due to events like the patient's fall.

Event description:
It was reported that; surgeon texted me x-ray on (B)(6) 2017 of patient implant site at 6 week post-op visit showing an expulsed cage at l3/l4. Patient is currently asymptomatic. He notified me that he had scheduled her for revision/removal on (B)(6) 2017. Date of original surgery was (B)(6) 2017. Update 5/17/2017: patient received revision surgery on (B)(6) 2017.